Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following was identified during the device evaluation: cracked bending rubber adhesive. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's rubber was missing during reprocessing. There were no reports of patient harm.